Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a loose drive support cap. The customer's blood glucose level was unknown. Troubleshooting was performed and it was noted that there were no significant events leading to the damage. The customer did not press the cap while connected. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.